Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter had tilted. Also, it was reported that a filter limb may have perforated through the cava wall and extended into the aorta. The physician attempted to remove the filter, but was unable. There was no report of injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.